Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analysis center (pac) and it was confirmed that the device did not respond to the lid opening or closing. The device was still able to be powered on and off by pressing the on/off button. The cause of the reported issue was determined to be due to a faulty lid switch, reed switch - sw5. The customer will receive a replacement device.

Event description:
The customer contacted stryker to report that their device does not power on/off automatically when opening/closing the device's lid. A replacement lid was provided but did not resolve the reported issue. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on/off automatically when opening/closing the device's lid. A replacement lid was provided but did not resolve the reported issue. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.